Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during a knee arthroscopic procedure the micro tornado stopped working. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the motor was found corroded and did not turning smoothly, also it was jammed, therefore the motor was replaced. The motor cable had a short circuit; in consequence it was replaced. In addition, it was found the values of the keypad were out of the range. Finally, the buttons were found not functioning, thus the service was completed replacing the buttons. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to internal deterioration on the motor which may cause that the motor was jammed. Also, the short circuit on the motor cable may be as a failure to electrical components, and the buttons failure can be related to lack of maintenance. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopic surgical procedure, it was observed that the micro tornado hp w hand control device stopped working. The procedure was completed using a device from other company. There was no patient consequence and no surgical delay reported. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.